Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging "visualization of particles". The device was returned to third party service center. During the evaluation, the device was visually inspected and found no contamination in the device. There was no presence of foam particles inside the blower kit. The device was scrapped. The manufacturer is submitting this report as non-reportable event. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.